Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the non-tortuous and severely calcified superficial femoral artery. A 5.0 x 200, 135cm mustang balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The procedure was completed with a different device. No patient complications nor injuries were reported.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the non-tortuous and severely calcified superficial femoral artery. A 5.0 x 200, 135cm mustang balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The procedure was completed with a different device. No patient complications nor injuries were reported.

Manufacturer narrative:
The mustang balloon was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. A microscopic examination identified a balloon longitudinal tear beginning approximately 2mm proximal of the proximal markerband and extending approximately 25mm distally across the balloon material. An examination of the balloon material and proximal markerband identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination observed no damage to the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. A visual and microscopic examination found that both markerbands were undamaged and present on the shaft of the device. No other issues were identified during the product analysis.